Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system reported passing out. Approximately one year later, the patient reported to have experienced similar symptoms of passing out while at church. The patient reported not being hurt when falling, as he believed someone caught him. The ambulance brought the patient to the hospital, where a blood pressure measurement of 60/40 was observed, with a pulse of 46bpm to 48bpm. The patient noted feeling a little weak and tired prior to the incident. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.